Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection identified at a follow-up consultation on (B)(6) 2022. The patient had a wet driveline exit site with erythema that appeared after the trauma. The patient didn't use an anchoring device for the driveline, and there was small purulent discharge. There was no pain or fever. The infection was identified as staphylococcus epidermidis. The infection was treated with antibiotics, but was ongoing. It was planned that if the infection continued in spite of targeted oral antibiotics administration, intravenous antibiotics would be administered.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the infection resolved without sequalae on (B)(6) 2022.